Manufacturer narrative:
(B)(4). Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and gave an error code 3. In addition, the continuity was found to be out of spec. The handpiece was disassembled; a torn acoustic isolator was found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a nissen fundoplication, there was an error 3. Another device was used to complete the case. There was no pt consequence.